Manufacturer narrative:
Corrections made to the following: b5 describe event or problem. H6 patient codes. H10: related report numbers: these events were previously reported. Shuko iwata, michinao tan, takashi miwa, wataru sasaki, kazushi urasawa. Jet edge technique: results of a single center retrospective study of jetstream atherectomy using the guidewire bias method for eccentric severely calcified lesions. (B)(6).

Event description:
These events were previously reported.

Event description:
It was reported via a literature article that vascular rupture and aneurysm occurred. A previous study demonstrated that the jetstream system can effectively debulk severely calcified lesions. However, the jetstream system can cause complications, including vascular rupture in approximately 2.4% of cases. Even in the absence of vascular perforations during the acute phase, aneurysms may form in the chronic phase due to debulking of the arterial media.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Shuko iwata, michinao tan, takashi miwa, wataru sasaki, kazushi urasawa. Jet edge technique: results of a single center retrospective study of jetstream atherectomy using the guidewire bias method for eccentric severely calcified lesions. Department of cardiology, tokeidai memorial hospital, sapporo, japan, department of clinical engineering, tokeidai memorial hospital, sapporo, japan.